Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 4024-0420, lot # 1451459; part # 4023-3522, lot # 1445085; part # 4023-3524, lot # 1442934; part # 4023-3530, lot # 1445083; part # 4023-3528, lot # 1455969; part # 44178016, lot # 1436874. Manufacture date for part # 4024-0420, lot # 1451459 is 07/2012; manufacture date for part # 4023-3522, lot # 1445085 is 06/2012; manufacture date for part # 4023-3524, lot # 1442934 is 05/2012; manufacture date for part # 4023-3530, lot # 1445083 is 05/2012; manufacture date for part # 4023-3528, lot # 1455969 is 07/2012; manufacture date for part # 44178016, lot # 1436874 is 04/2012. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a surgical procedure on the right foot. Approximately 3 years post-op it was discovered that the hardware on the right foot failed. The patient underwent a revision surgery. It was also reported that the patient has had "complications with the cardio vascular system including chronic problems with pneumonia as well as meningitis. The patient has suffered incredible pain from repetitive, and in this case potentially unnecessary surgeries." No additional information is available at this time.